Event description:
A report was received regarding a mandible plate and screw implant. It was reported that the physician stripped the locking screw while inserting it into the plate and was unable to remove it once it was stripped. He intentionally snapped off the part of the screw that was hanging from the back of the plate. The part of the threaded screw in the plate remains in place with a total of 14 screws inserted. The plate was a custom, double angled recon plate with 30+ holes.

Manufacturer narrative:
Device was used for treatment, not diagnosis. An investigation and device history records review could not be completed and no conclusion could be drawn as the device remains implanted in the patient and no lot number was provided.